Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, or investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not capturing. The intrinsic amplitude and impedance measurements were good. However, the field representative was unsure if the lead had microdislodgement. The physician then informed the representative to leave the settings as programmed as intermittent capture. Additional information indicated that the source of loss of capture was not conclusively determined and a lead revision was scheduled. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient was seen for in-clinic follow up one month later. Review of the atrial rhythm revealed that the patient experienced premature atrial contractions (pac) followed by an atrial pace, which does not capture due to the tissue being in retrograde. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.